Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A force sensor test error was found in the event history log (ehl). A calibration verification test was performed. The customer reported product problem was confirmed during the functional test; the pump could not be calibrated. The product problem occurred because multiple components on the plunger head assembly were not functioning as intended. The investigation concluded these components were damaged when repairs were undertaken by the customer. The plunger head assembly, along with the main board were replaced to address the product fault.

Event description:
It was reported that the medfusion pump exhibited a force sensor calibration issue. No patient injury or complications were reported in relation to this event. The product problem was observed during bench testing. There was no patient involvement.